Manufacturer narrative:
H3: visual examination of the returned part confirms the threaded distal tip has fractured off. The broken fragment was not returned.

Manufacturer narrative:
The device was not returned for evaluation however a picture of the device was provided which shows the threaded portion is broken off.

Event description:
Allegedly, the patient underwent a total ankle replacement surgery. It was reported that the tip of the insertion rod broke off inside of the tibial tray during insertion of the poly into the tibial tray. Another tool was used to obtain final seating of the poly into the tibial tray.